Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issues of ¿loose object inside unit¿ were confirmed. Loose screw (pcu 17128875) and washer (pcu 17322540) were found inside pcus, and they were removed. In addition, pcu 17128875 had missing mounting screw at its power supply board. The pcus were received in bd san diego operation¿s lab on 4/2/2025. They were received unboxed along with the paperwork. Install mounting screw to power supply board of pcu 17128875 is required (it was missing). Failure investigation report will be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose object in device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose object in device. There was no patient involvement.